Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hysterectomy on (B)(6) 2011 and topical skin adhesive was used. Hibiclens was used as a skin preparation prior to the adhesive. On (B)(6) 2011, the pt experienced a reaction on the incision site. The symptoms were redness, erythema and raised papules to the right of the incision. The pt was prescribed medrol dosepak and oral keflex. Currently the pt is ok.